Event description:
Port placed last mon (B)(6) 2011 by surgery not functioning at md office for first chemo treatment. Scheduled for port dye study at 12:00. During study it was noted that the body of the port was no longer connected to the catheter. The catheter was now located in the hepatic vein and leading to the right atrium. Catheter was captured by snare via right femoral vein. Port body was also removed and another port was placed in the same pocket and tunneled to the left ij. Pt was discharged after recovery in care of wife. Plan was for pt to begin chemo tomorrow. Recovered parts of previous port were retained for return to MFR.